Manufacturer narrative:
As reported, optifix straight fixation device fasteners failed to fixate the mesh, device jammed, tip bent and deployed broken fastener. The subject device is available for evaluation, however, at this time has not been received. The image provided shows the distal end of the cannula on an optifix fixation device. A back up tab is visibly bent and next fastener to deploy is exposed beyond the cannula opening which appears to be coming out on an angle. This may indicate that guide wire is also bent. Most probable cause for the deployment issues reported is the forces applied during the teaching setting resulting in bent components at the distal tip while deploying into the mesh and unknown test material used beneath the mesh as see in the photos. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds for bent guide wire and backup tabs. The reported/found deployment issues are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic simulation practice, a optifix straight fixation device was used to fixate bard mesh. It was reported that a broken fastener presented. It was also reported that the fastener did not fixate the mesh properly. The device was jammed and the tip was noted to be bent. A broken fastener was noted from the device and removed from the test mesh. A capsure device was used to complete the simulation procedure. There was no reported patient involvement.

Event description:
As reported, during a laparoscopic simulation practice, a optifix straight fixation device was used to fixate bard mesh. It was reported that a broken fastener presented. It was also reported that the fastener did not fixate the mesh properly. The device was jammed and the tip was noted to be bent. A broken fastener was noted from the device and removed from the test mesh. A capsure device was used to complete the simulation procedure. There was no reported patient involvement.

Manufacturer narrative:
As reported, optifix straight fixation device fasteners failed to fixate the mesh, device jammed, tip bent and deployed broken fastener. The subject device is available for evaluation, however, at this time has not been received. The image provided shows the distal end of the cannula on an optifix fixation device. A back up tab is visibly bent and next fastener to deploy is exposed beyond the cannula opening which appears to be coming out on an angle. This may indicate that guide wire is also bent. Most probable cause for the deployment issues reported is the forces applied during the teaching setting resulting in bent components at the distal tip while deploying into the mesh and unknown test material used beneath the mesh as see in the photos. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.